Event description:
The incident is reported as: an (B) (6) was on a ventilator for respiratory assistance when the oxygen saturation began to drop. The nurse attempted to clean out the et tube via an in-line ballard suction device which "jammed" at the distal end of the et tube and would not pass beyond that point. The nurse took the et tube out and bagged the (B) (6) while another et tube was being prepared. A second et tube was inserted and the ballard suction tube again became jammed within the et tube. The et tube was extracted and a third one was inserted and used with the ballard suction tube without difficulty. This is a report for the second incident. No patient injury was reported.

Manufacturer narrative:
Sample requested, but not received at the time of this report. The results of the investigation are not available at the time of this report. A follow up investigation report will be sent when available.